Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Tandem technical support instructed the customer to prime the air from the tubing to address the issue. Customer¿s blood glucose level was 333 mg/dl.